Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated the casters were no longer locking and the bed continued to roll.